Event description:
It was reported that during an indirect decompression spacer implant procedure, after deploying the spacer most of the way, the spindle cap broke into pieces. The pieces were removed from the patient. There were no reported patient complications due to the event.